Event description:
It was reported by a doctor in a voicemail on (B)(6) 2015, that during a procedure, the needle disengaged into the patient and was not retrieved. The doctor expressed concern regarding patient care as a result of the event. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/03/2015.